Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35m tendyne mitral valve lp was chosen for a procedure. During procedure, after the deployment of valve, the patient developed a variable left ventricular outflow tract (lvot) gradient (30-50mmmhg) that could not be mitigated by tension reduction. The physician decided to remove the valve. A tendyne gen ii retrieval system has been prepared by instructions for use (IFU). A good metal to metal and alignment achieved before starting to capture the valve. When rotating the retrieval knob, the valve started to enter into the sheath but then stopped despite retrieval knob rotations. The catheter buckling has been noticed and no pressure applied on the catheter by the physician during the retrieval. The retrieval has been removed and a new tendyne gen ii retrieval system has been prepared following IFU. A good metal to metal and alignment achieved but, extreme resistance noticed during the retrieval knob rotation and the knob was spinning back if hand removed from the wheel. The catheter showed severe bowing during valve retrieval. Finally, the valve has been retrieved. The patient hemodynamic was stable and patient awake the day after. The patient with the same mitral regurgitation (mr) as before the procedure. There was no delay in the procedure.

Manufacturer narrative:
An event of retraction problem and material deformation was reported. The device was returned to abbott for investigation and confirmed the reported sheath deformation. The damaged sheath was removed from the retrieval system and replaced with a test sheath. Using a test valve, retrieval was completed without difficulty. The sheath was sent to science and technology lab for further testing and the material confirmed to meet specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem appears to be related to the sheath deformation. However, the cause of the sheath damage could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35m tendyne mitral valve lp was chosen for a procedure. During procedure, after the deployment of valve, the patient developed a variable left ventricular outflow tract (lvot) gradient (30-50mmmhg) that could not be mitigated by tension reduction. The physician decided to remove the valve. A tendyne gen ii retrieval system has been prepared by instructions for use (IFU). A good metal to metal and alignment achieved before starting to capture the valve. When rotating the retrieval knob the valve started to enter into the sheath but then stopped despite retrieval knob rotations. The catheter buckling has been noticed and no pressure applied on the catheter by the physician during the retrieval. The retrieval has been removed and a new tendyne gen ii retrieval system has been prepared following IFU. A good metal to metal and alignment achieved but, extreme resistance noticed during the retrieval knob rotation and the knob was spinning back if hand removed from the wheel. The catheter showed severe bowing during valve retrieval. Finally the valve has been retrieved. The patient hemodynamic was stable and patient awake the day after. The patient with the same mitral regurgitation (mr) as before the procedure. There was no delay in the procedure.